Event description:
"The providers are complaining the screens are glitching when they are trying to intubate patients using the provu monitors" replacing amplifier cable but does not seem to resolve issue - requiring amplifier cable weekly. Patients involved 5 no report of serious injury / harm to patient or user no indirect harm reported no requirement for intervention to prevent permanent damage reported no hospitalisation - initial or stay prolonged by 1 day or more reported not reported as life-threatening no death reported.